Manufacturer narrative:
Multiple attempts were made to obtain information regarding the repair and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Event description:
It was reported that the ventilator had a battery failed error code. The customer reported that the battery was replaced and requested part number for the power management board. There was no patient involvement. The investigation is ongoing.